Manufacturer narrative:
Event date: date of event is approximate.

Event description:
A consumer reported that the protective clean power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Analysis results: the root cause of the customer's complaint was a failed shaft press fit.